Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm model#: sc-4318 lot #: 20148174 description: clik x anchor the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom of redness around the incision was noted. The physician believed that the infection was not device related but the patient was known to get infections after surgery. Antibiotics were prescribed. The patient underwent an explant procedure. The patient was doing well postoperatively.